Manufacturer narrative:
G4, h2, h3 and h6. The device intended for use in treatment was not returned and no relationship could be established between the event reported, if the device is returned in the future this complaint will be re assessed, therefore, root cause undetermined. Alarm thresholds are set after thorough testing and are always set to ensure the complete safety of the patient. It is possible in extreme cases that the alarm may trigger inadvertently. In this instance therapy will still be delivered. A review of manufacturing records for the reported lot/batch, found no non conformances or anomalies during production. The device/product met all specifications upon release into distribution. Complaint history for the reported event has been reviewed, revealing further instances, these instances are being monitored to determine if additional actions are required. This investigation is now complete with no further action deemed necessary. Please be assured that all products are released to market following rigorous quality checks during production and prior to dispatch.

Event description:
It was reported that the device kept on alarming with 'canister full' alarm. The canister had been changed twice and it was empty. The alarm continued to beep, however, the device was still working as you could see pressure was maintained alongside exudate traveling into the canister. The device was then switched to a new device that was on standby with a new canister and it continued with the same alarm. There were no issues with the soft port tubing, the device was upright and the canister was empty. This continued with a third device that was on standby with the same alarm. No patient harm.